Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-35 the pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report from clinical study that the first pipeline was implanted without issue but did not completely bridge the aneurysm. A second pipeline of the same size was then used, but it did not open and had to be removed. A third pipeline flex device was implanted to completely bridged the aneurysm. Construction still appeared unstable and was not completely opened proximally. An eclipse double-lumen balloon was used for follow-up dilation, after which another stent was implanted. The balloon was used again to further dilate the stents. The three stents concluded with very good results and clear stasis in the aneurysm. There was strong and more prompt perfusion of the intracranial vessels. Post the procedure the patient developed a headache. The site has reported this event as procedure related. The event / patient has recovered/ resolved with medication.

Event description:
Additional information received updated the adverse event term to ¿cephalagia generalized¿ and assessed the event to have a ¿causal relationship¿ to study procedure and ¿possible¿ relationship to the study device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.